Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely. Troubleshooting and analysis of the system logs found no failures with the c-arm and that the c-arm was operating per specifications. The issue could not be verified or reconstructed. After the rse finished their inspection and assessment, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's c-arm performed an uncommanded movement. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.